Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
Asku

Event description:
Review of manufacturer's database revealed the patient died approximately five weeks after device implant. The cause of death has been requested and not received. Follow up revealed the clinic last "saw the patient in 2010 and everything was fine at that time." The patient was not pacer dependent.

Event description:
Review of manufacturer's database revealed the patient died approximately five weeks after device implant. The cause of death has been requested and not received.